Event description:
It was reported the patient presented to the hospital following episodes of syncope. Upon interrogation, it was discovered the right ventricular lead was oversensing noise triggering pacing inhibition. The right ventricular lead was capped and replaced on (B)(6)2023. The patient was in stable condition before, during, and after the surgery.